Manufacturer narrative:
This report is submitted on december 10, 2021.

Event description:
Per the clinic, the patient experienced an infection (mrsa) at the implant site which was treated with antibiotics (mode of administration unknown). The device was explanted on (B)(6) 2021. There are no plans to re-implant the patient with another device.